Event description:
A healthcare facility in pennsylvania reported that the audible alarm of a mr850 respiratory humidifiers was not functioning. There was no patient involvement.

Manufacturer narrative:
Ps425847 the complaint mr850 respiratory humidifier is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint mr850 respiratory humdifier was not returned to fisher & paykel healthcare (f&p) in new zealand for evaluation. Our investigation is therefore based on the information provided by the customer and our knowledge of the product. Results: the customer reported that the audible alarm of a mr850 respiratory humidifiers was not functioning. Conclusion: we are unable to determine the cause of the reported event. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A healthcare facility in pennsylvania reported that the audible alarm of a mr850 respiratory humidifiers was not functioning. There was no reported patient involvement.